Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory correction to b1, b2, and h1: updated to adverse event product problem, intervention req., and serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis#: (B)(4): analysis information: 03/22/2022 06:54:38 cst pli#: 40 product ID#: 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient product ID: 97755, lot#serial#: (B)(6), product type: recharger, product ID: 97745bp, lot#serial#: (B)(6), product type: accessory, h3:pli 40 ID: 97715, serial#: (B)(6): additional information received from the analysis reported the observation indicates that the device battery has depleted to the point of therapy unavailability in the time since the last session. Device time is more than 90 minutes off from the programmer. The device time has been changed since the last clinician programmer session. Diagnostics since last session may be incorrect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The caller indicated that they would be returning the ins for analysis. The caller indicated that the ins was explanted on (B)(6) 2021. The caller reported that after the ins was removed they attempted to charge the ins and were able to charge successfully. The ins was stuck in passive recharge. The caller indicated that the patient had bariatric surgery and lost weight.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745bp lot# serial# (B)(6) product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot# serial# (B)(4), product type programmer, patient product ID 97755 lot# serial#(B)(4), product type recharger. Product ID 97745bp lot# serial# (B)(4), product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said when they try to recharge their ins, they see no device found. Pt inspected the recharger (rtm) and controller port; pt did not notice any damage. Pt said the rtm does not get hot when recharging. Pss walked pt through passive recharge mode (pt saw middle number ranging from 89 to 97). Pt then saw unable to recharge screen (74). Pss had pt start another passive recharge mode. Pt was unable to connect with passive recharge mode. Pt said they last recharged the ins about 4 days ago and usually recharge the ins 2 to 3 times a week. Pt said their ins battery was down to 50% last night and when they tried to recharge, they saw the no device found screen. An email was sent to the repair department to replace the rtm. Additional information was received from a manufacturer representative and it was reported that the patient(pt) got the recharger(rtm) replaced, but pt still can't recharge. Pt is getting checking quality and looking for device, no device found and then it goes to the passive recharge screen. Rep said she tried using her recharger and then her controller as well. Technical services(ts) had rep disable and re-enable implant, but system still goes through the cycle of checking quality, looking for device and no device found. The only thing that has not been replaced is the lithium battery. Requested replacement for li battery. Additional information was received from the patient. Pt called back repeating information documented in this case regarding working with rep for 2 hours and being sent a replacement li battery. Pt said they tried all weekend, but still wasn't able to charge. Pt confirmed they would press recharge on no device found and get numbers in 95/96 in passive recharge mode, but would just cycle through that and never start charging. Pt tried during the call and reported passive recharge mode. Pss reviewed replacing controller as controller had not been replaced yet and redirected to hcp/rep again should the issue continue. Pt stated they received a replacement rtm, li-battery pack, and controller and requested help getting through the set-up screens. Pss reviewed. Pt noted seeing no device found [16] after plugging the rtm into the controller. Pt selected recharge and pss navigated the pt through the charging screens. Pt reported seeing passive recharge mode (prm) w/ the numbers fluctuating from 97 to 98. Reviewed prm w/ the pt. Pt reported seeing unable to recharge [74] two times during the 30m of prm troubleshooting. Pt noted that they previously were charged to 50%, but kept getting a screen on the controller that said "it couldn't find it, couldn't find it". Pt inquired about the non rechargeable battery versus rechargeable battery size, which pss reviewed. Pss sent a message to the field for further assistance. Additional information received from the rep reported that the cause of the event was not determined but tech services was escalating to engineering. Reviewed existing history already captured in this case and that they have tried different externals and this hasn't resolved issue. They have already tried multiple disable device attempts and this always results in no device found on controller. The last time disable device was tried was this past saturday when caller walked pt thru this and this did not resolve issue. Pt has done a fair amount of charging in passive mode since this issue started and in the past 2 weeks. Pt did get another recharger about 2 weeks ago but this hasn't helped. Pt did about 30 minutes yesterday while talking with patient services .in clinic, they have been doing passive charging with numbers in the 96-98 range. Tried 3 disable device attempts today but this didn't resolve. Trying to go thru pairing process (controller has been replaced so showing set up screen) but this always shows no device found as well. They are unable to communicate with tablet either. Technical services specialist (tss) will discuss case with engineering for next steps and whether rep lacement of ins needs to be considered. Replacement of ins was not mentioned to pt during the call but was mentioned separately during separate call. Rep reviewed that there weren't any further troubleshooting options remaining since pt continues to be stuck in passive charging and disable device attempts have been unsuccessful. The last successful programming session was in oct 2020 so log files exist from that session. Lesley has not attempted to interrogate ins with tablet since oct 2020 as she assumed the ins charge level was too low (ie passive charging mode) and it didn't make sense to her to try to interrogate ins. She will attempt to interrogate ins the next time she sees pt. Rep has met with her colleagues who work with this acct and they will be approaching managing hcp with inability to resolve charging issue and see how hcp wants to proceed.